Event description:
It was reported that the patient had an episode when running in a puerto rico airport to catch a plane. When arrived at the gate, the patient was diaphoretic and weak and had left lateral chest wall pain. The pain resolved after rest and tylenol (acetaminophen). The patient had a gastrointestinal illness, diarrhea, and nausea after returning from the trip with nausea until (B)(6) 2025 . Their mean arterial pressure (map) was 92 in clinic, and typically 80s at home. The patient was new york heart association (nyha) I-ii and not been requiring loop diuretic. There were no other unusual events in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The cause of the patient's symptoms, if they were device related, and how the device contributed to the symptoms were unknown. The treatments that were provided were also unknown, the patient denied symptoms when spoken to regarding their coumadin (warfarin) dosing.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No notable events or alarms were captured. The patient remains ongoing on hm3 lvas serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.